Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a cryo-ablation procedure using a polarmap the catheter became broken during use. During the procedure an outer balloon pressure occurred and troubleshooting ultimately required replacing the balloon catheter. The polarmap had to be removed from the original balloon catheter for the exchange. When the polarmap was loaded into the new balloon catheter the polarmap's shaft broke near the second electrode, requiring the exchange of the polarmap. The procedure was then completed with no patient complications. The polarmap is expected to be returned for analysis.